Event description:
A reprocessed orthopedic shaver was reported break during use and the inner cannula portion fell off into the patient. There was no reported adverse impact to the patient.

Manufacturer narrative:
An investigation was performed on the device in question and there was evidence that the shaver made contact with another metal object during the procedure which can weaken the device and lead to a device failure. It was confirmed, through follow-up with the hospital that no patient injury or any other negative health related outcome occurred due to this event. The fact that this device was reprocessed in no way made it more susceptible for an event like this to occur, as failures such as these do occur in brand new OEM devices. Prior to shipment to the customer, these devices are inspected under magnification for visual defects such as nicks, burs, bends, or any other abnormality that would make them prone to this type of failure. If a device does not meet the requirements of this inspection, it is immediately removed from circulation and discarded. These additional steps help to ensure that these devices are in proper working condition before they leave our facility.